Manufacturer narrative:
(B)(4). The customer returned one unit pcvmd5 maryland dissector for investigation. The customer also returned the handle and shaft. The returned tool tip was visually examined with and without magnification. The maryland tool tip assembly is broken by the distal-proximal tool cover assembly. In addition, the shaft is significantly bent at the actuation shaft. Damage is also visible in the shaft insulation. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned handle with a lab inventory shaft and tool tip. The returned handle functioned with no issues found. The IFU for this product, l06749 was reviewed as a part of this complaint investigation. The IFU warns the end user, "overloading the instrument by exerting excessive forces may cause the medical device to break, deform, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend deformed instruments back to their original position." The IFU also states, "during device tool tip attachment, do not apply excessive force to lock knob when other remarks: locking tool tip to shaft. If resistance is felt when moving the lock knob to the locked position, the user should stop and remove the tool tip from the shaft then attempt to attach tool tip again. If excessive force is applied to the lock knob when attaching the tool tip, the shaft's locking mechanism will break."

Event description:
The mount for the dissector bent and broke. Fragments of the instrument were not found inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product maryland dissector, lot #73d1600174 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The mount for the dissector bent and broke. Fragments of the instrument were not found inside the patient. The patient's condition was reported as fine.